Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported alarm (light emitting diode) led failure. There was no patient involvement.

Manufacturer narrative:
The remote service engineer (rse) found an issue with unit. The customer reported to the rse that there is 1105 error in the significant event logs and led light is working. Rse provided part ID for power switch overlay to see if resolves issue first. Customer advised the rse that the issue was resolved after replaced the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Though no part has been returned for failure analysis, previous investigations have determined that the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led.